Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis of the device memory indicated a lead impedance out of range alert; the impedance on a defibrillation coil was beyond the expected upper range. An out of trend sub-threshold lead impedance alert was recorded on 29 june and 03 september 2013. Maximum superior vena cava (svc) defibrillation and active can impedances rose from an approximate baseline of 50 ohm to > 200 ohm the week ending 02 july 2013 and to > 125 ohms the weeks ending 13 and 20 august 2013.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and was possibly fractured. The lead was partially extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.